Event description:
The clips won't hold. During laparoscopic surgery it was reported that the clips slipped off an artery. The surgeon was able to retrieve the clips and continue the surgery using another type of clip applier. The anesthesia time was extended. No further info was available.